Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise leading to oversensing and triggering false automatic mode switch episodes. There had previously been a lead polarity switch, from bipolar to unipolar. High pacing lead impedance was reported on bipolar and low pacing lead impedance was reported on unipolar. Problem started in (B)(6) 2015. Possible lead damage and revision was discussed. No interventions were taken. Patient will be monitored. No further information was provided.